Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. F/u report will be filed if add'l info becomes available.

Event description:
It was reported that clinician had difficulty when trying to advance the swg through the needle. A fracture was noted on (B)(6) of its diameter. Since the swg was eventually able to be placed despite the issue, the catheter was inserted into the pt's left subclavian. There was no reported delay, death, or complications to the pt as a result of this occurrence.